Event description:
It was reported by service report that the stretcher was hard to put into steer and once it was in steer, it would pop out easily. No pt involvement or adverse consequences are reported.